Manufacturer narrative:
Device log files were examined during servicing by the importer and revealed an unrelated service alarm triggered after the reported event. No other anomalies or irregular usage were documented within the log. Comprehensive investigation and testing conducted by the importer (service provider) failed to replicate the display screen issue described in the complaint. Upon arrival at the service provider, the device fully complied with manufacturer specifications. Out of the abundance for caution and patient safety, the device's display screen was replaced. Post-service assessment confirmed adherence to all manufacturer specifications. A thorough review of complaint files for this reportable condition indicates the issue falls within established control limits. No further action is warranted at this time.

Event description:
(B)(6) hospital reported that during inhaled nitric oxide (ino) therapy using the noxboxi device a product problem occurred where the device's display screen went blank rendering the device inoperable. Due to this event, the patient experienced brief oxygen (o2) desaturation. The rn took remedial action by exchanging the device and the patient positively responded returning to pre-event levels. No patient harm was reported by the hospital staff. The patient was on a servo-I ventilator with the following settings: nava 4, pc 20, peep 11, backup rate 11, I-time 0.45, apnea 2s, fio2 50%, nava 4, pc 20, peep 11, backup rate 11, I-time 0.45, apnea 2s, fio2 50%.